Event description:
Rn of home patient (hp) reports patient was infused with air during treatment on the homechoice device. Per rn, hp is aware of proper priming procedures. Rn reports air was confirmed by an x-ray. Per rn, air has dissipated and hp is "fine", with no patient injury or medical intervention required. No further details provided by rn.